Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, (B)(6) 2015. (B)(4).

Event description:
It was also reported that due to a giant atrium with tricuspid regurgitation the right ventricular lead had repeated dislodgements. The patient was scheduled for an epicardial lead placement.

Event description:
It was reported that approximately one week after implant the patient developed a pocket infection. The implantable pulse generator (ipg) and leads were explanted and replaced. It was also reported that the right ventricular lead had high thresholds. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).